Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before intraocular lens (iol) implantation procedure and during loading the lens was scratched and dented. There was significant resistance during injection, and the surgeon observed that the metallic arm of the injector had been resting on top of the lens inside the cartridge. The surgeon examined the lens under the microscope after pushing the iol through the cartridge and decided to reuse it, even though the mark was off axis. No further information expected as reporter unwilling to provide additional information.